Event description:
Leica microsystems rec'd a complaint regarding sub-optimal tissue processing resulting in a number of tissue samples that were potentially not diagnosable. On (B)(6) 2013, leica microsystems rec'd further info that a portion of the tissue samples exhibiting sub-optimal processing were not diagnosable, and that re-biopsy of a pt(s) was required. Confirmation as to whether re-biopsy of any pt(s) has been conducted, and the age and gender of this pt(s) has been sought from the (B)(6). Investigation of this complaint by leica microsystems is in progress.